Manufacturer narrative:
H.6. Investigation: bd received 27 samples and 9 photos for investigation. The photos were reviewed and the indicated failure mode for hole in tubing with the incident lot was observed. Additionally, 100 retention samples were subjected to a visual inspection for damaged tubing with no defects being identified. In addition, 30 out of the 100 samples were subjected to functional testing with no failures as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of hole in tubing through CAPA#2889750. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set there was failure of product to contain blood/medication. This event occurred 25 times. The following information was provided by the initial reporter. The customer stated: "a crack was found on the tubing."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for each 510(k) number is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set there was failure of product to contain blood/medication. This event occurred 25 times. The following information was provided by the initial reporter. The customer stated: "a crack was found on the tubing."